Event description:
It was reported that at device change-out, high impedance was noted. Damage to the is-1 connector was suspected. The physician decided to leave the lead implanted, and changed the device configuration to rv-can.

Manufacturer narrative:
No medwatch form was received.